Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) device that was not working as intended and resulted in the patient having incontinence. The incontinence was suspected to be related to atrophy of the urethra. Surgical intervention was performed to explant and replace the aus. There were no additional patient complications reported.